Event description:
It was reported that t:slim x2 pump battery would not charge, pump screen remained dark, and pump could not be turned on after a shutdown. There was no adverse impact to the customer's blood glucose level. Customer changed to tandem charging cable and tandem wall adapter, received guidance to plug pump into charger without pressing button, and pump turned on and began charging after about 30 seconds; technical support informed caller that insulin on board and maximum hourly bolus were reset to zero and that continuous glucose monitoring sessions needed manual restart after shutdown, and advised customer to monitor and call back if issue persisted, which customer acknowledged.